Manufacturer narrative:
(B)(4).

Event description:
It was reported when the asymptomatic patient came into the clinic after receiving a patient notifier for eri, increased pacing lead impedance and capture threshold were observed. The lead was capped and replaced. No further information is available.

Manufacturer narrative:
A partial lead measuring 12.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.